Manufacturer narrative:
Per additional information received, bd has determined that this record was a duplicate event, therefore is not reportable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was not circulating any water and would not fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was not circulating any water and would not fill.